Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced failure code (fc) 812:02 on channel b. This condition was found to have interrupted delivery upon review of the event history. It is unknown when or in which care area this event occurred. This condition has the potential to cause an interruption of delivery. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The device is currently in the process of being evaluated on site by a baxter field service technician. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a colleague infusion pump that experienced failure code 812:02 on channel b was confirmed during product evaluation. This condition was caused by a defective pump head module (phm). The channel b pump head module (phm) was replaced to correct the reported condition. Additional information: this involved a colleague p1.5 infusion pump with a user interface module software version of 6.63.92. This issue has been escalated to CAPA.